Event description:
It was reported that while servicing the facility for another issue, the service tech found that the m3 screws were missing for operating room 2.

Manufacturer narrative:
The device was evaluated in the field. Eval summary: when the service tech was sent to the facility to service another complaint on (B)(4) /2010, he noticed that the m3 screws were missing from the spring arms in operating room 2. As the abscence of the screws was found after they were removed, no determination can be made about how the screws were removed or who removed them. This issue was found during trending of complaints. It was reported in a service form and later entered into the system with an incorrect awareness date.